Event description:
Unomedical reference number (B)(4). Event occurred in poland on (B)(6) 2024, it was reported by the patient that infusion set cannula was bent. Infusion set was placed in arm. Patient does not have sufficient subcutaneous tissue at the site of insertion. Since last 2 hours the infusion is in use. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
(B)(6).